Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Per medwatch report: . Metriset connected to IV bag for continuous fluid administration. "Metriset connection to IV bag came apart" the customer reported an IV set disconnection from the IV bag while infusing in the nicu.